Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 16 mmol/l at the time of the event. Troubleshooting was performed. The prime and high pressure tests passed. It was reported that the customer did not think the insulin pump contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.